Event description:
As reported, operator experienced severe resistance at the sheath valve when attempting to advance the device into the sheath. Another complete device was opened and deployed fine.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when met with the resistance. The physician removed the entire 18f manta device and sheath off the guidewire, and a new 18f manta device and sheath were placed, successfully achieving hemostasis. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.